Manufacturer narrative:
Pump error 35 alarm noted in the insulin pump history and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir ring had fallen off the insulin pump. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the reservoir could not be locked in insulin pump. The insulin pump will not be returned for analysis.